Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to loss of capture and dislodgment that was confirmed with x-rays. Upon connecting the new ra lead to the implantable pulse generator (pacemaker) it was noticed that there was no capture. Thus, the pacemaker was replaced as well, and adequate capture was then noticed. It was concluded that the pacemaker ra header was malfunctioning. This ra lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact (not severed) and with the stylet stuck inside it. Blood/body fluid was noted in the lumen, due to damaged insulation near the tip. Deformed and stretched coils were noted near the tip of the lead, the lead is extremely stretched and there is a bond separation between the insulation and the anode ring due to being pulled with extreme force. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Outer insulation integrity was compromised, at the bond separation at the anode ring. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of loss of capture and detailed analysis did not reveal any abnormalities, and the dislodgement allegation cannot not be addressed by laboratory analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to loss of capture and dislodgment that was confirmed with x-rays. Upon connecting the new ra lead to the implantable pulse generator (pacemaker) it was noticed that there was no capture. Thus, the pacemaker was replaced as well, and adequate capture was then noticed. It was concluded that the pacemaker ra header was malfunctioning. This ra lead was returned for analysis and no additional adverse patient effects were reported.